Manufacturer narrative:
On (B)(4) 2013, smith & nephew received the above product complaint for a severity of potential safety impact. No lot number information was provided for evaluation on soft port dressing kit. The renasys go pump lot# kgua120920 was provided; DHR review indicated no discrepancies/rework on this device. The complaint description stated ¿canister full, but no alarm. Blockage alarm was tested but no reaction as well¿. Given the limited information provided, this report is deemed inconclusive. Since, the negative pressure therapy involves various elements within a system (i.e. Pump, canister, soft port etc.), it is difficult to determine and assign a definitive root cause of the complaint described. The soft port achieves negative pressure by drawing air through the aeration disk located distal to the wound site and close to the quick-click connector. Air flows on the top foam layer (aeration pathway) to the wound, exudate and admitted air is removed through the bottom layer (fluid handling pathway). When negative pressure is achieved, the soft port will appear ¿compressed¿ with a ¿raisin-like¿ texture. Regarding pump not alarming, possible root causes may include: system was drawing enough air through the quick-click connector. System was drawing enough air through the canister connection. System was drawing enough admitted air through the fluid handling pathway. Loose antimicrobial filter insertion; caused a minor air leak between pump and canister filter hose. A combination of 1, 2, 3 and/or 4. A DHR review could not be performed without the product lot number; however, all soft port and renasys go pumps are tested and verified to meet specifications prior to release. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez.

Event description:
Failure to alarm canister full, but no alarm. Blockage alarm was tested but no reaction as well